Event description:
Connection issues during the implantation procedure. The physician indicated that the associated lead was damaged during the disconnection from the pacemaker, and the entire system was replaced.

Manufacturer narrative:
On (B) (6) 2010: this event concerns a device that was mfg and used outside the united states. Analysis is pending.